Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cerebral death on (B)(6) 2023. The patient did not wake up after their surgery. A computed tomography (CT) and a computed tomography angiography (cta) were performed, and they did not show any cerebral damage. The electroencephalography (eeg) was flat. The pump was operating as expected. The death was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to cerebral death on (B)(6) 2023. The patient did not wake up after surgery. A computed tomography (CT) and a computed tomography angiography (cta) were performed that did not show any cerebral damage. Electroencephalography (eeg) was flat. The pump was operating as expected. The patient's outcome was not considered to be device or therapy related. No autopsy was performed. The device was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists death as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.